Event description:
Boston scientific (bsc) crm received info that this dextrus lead was removed from service one day post implant due to dislodgement. A new lead was implanted without further incident.